Event description:
Consumer complaint of defective meter lcd. Customer states the screen is no longer working. Therefore affecting her ability to determine her blood test result correctly. Broken lcd trace observed. Adverse event not reported.

Manufacturer narrative:
(B)(4). Device evaluated with defect found. Most likely underlying root cause of malfunction noted in the complaint: user mechanical stress. ((B)(6) 2015).